Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device switched from leads to pads automatically. It was reported that the patient involved did not experience harm or adverse impact. The device was being used to monitor a patient during transport. The user was able to use another device for the transport.